Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery that was both mildly calcified, mildly tortuous and 99% stenosed. The trek rx balloon was prepped (air aspirated) inside the anatomy and ruptured during the first inflation at 10 atmospheres. Another trek rx was used to continue the procedure. It was noted there was resistance during advancement to the lesion prior to the balloon rupture. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery that was both mildly calcified, mildly tortuous and 99% stenosed. The trek rx balloon was prepped (air aspirated) inside the anatomy and ruptured during the first inflation at 10 atmospheres. Another trek rx was used to continue the procedure. It was noted there was resistance during advancement to the lesion prior to the balloon rupture. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.